Event description:
Technical services received a call on 06/15/2012 from sales rep. Unknown implanted date. Caller stated there was noise on riata lead but doesn't know if there was any therapy given because of noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).